Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose at the time of incident was 400 mg/dl. Customer reported insulin flow block alarm. Customer changed infusion set and blood glucose started going normal. The insulin pump will not be returned for analysis.